Event description:
The following has been reported by customer: complaint received by our medical team- issue was discussed with our reps. · 750ml of vancomycin was physically programmed on the agilia vp mc to be delivered over 1 hour · after 6 minutes the bag had been emptied but the infusion logs indicated that only ~80ml had been delivered (= clinically inappropriate rapid infusion) · reportedly x4 dialysis nurses had confirmed the settings on the pump prior to commencing the infusion · advised customer that contraindication previously discussed as per the technical manual available on hand with bts was downgraded to a caution, as per the agilia 4.1 IFU, but that the same concerns of downgrade or variable pressure may affect the overall functionality of the agilia vp mc device (i.e. It's step motor / peristaltic flow of fluid) · bts had completed their own preliminary testing for pump in question and confirmed infusion is instead under-infusing rather than over-infusing · other potential contributing factors discussed as physical set up or circuit factors rather than pump failure (e.g. Infusion line being inadvertently connected to the dialysis arterial limb (pre-pump) instead of the venous return limb) in the above scenario, the dialysis roller pump would actively aspirate fluid . Hd blood pump typically runs at 200-400ml/hr and generates significant negative pressure . Dialysis pump pulls fluid through the infusion set, bypassing the flow regulation of the infusion pump and siphoning fluid rapidly from the bag . As our infusion pumps only count for motor displacement and not actual flow, it is still logical for the pump logs to read 80ml for the volume infused in this scenario . Improper loading of the administration = anti-free flow clamp not properly engaged = uncontrolled gravity flow · as this was an isolated incident, internal gympie directive is to continue as bau with increased vigilance whilst bts continue to investigate simulation scenarios whilst the pump in question is returned to fresenius kabi to complete vendor-led investigation. Fresenius kabi thoughts: · rapid infusion of vancomycin usually causes rapid histamine-mediated flushing, hypotension, pruritis and/or tachycardia (i.e. Red man syndrome) · when >500-1000mg is infused in less than 10 minutes, symptoms are quite common unless the patient has exceptional tolerance · as no symptoms had been reported in association with this clinical incident, circuit-related explanations become more plausible. The most plausible explanation, of which, being that the drug was connected to the arterial limb of the hd circuit. (Flow path: patient > arterial line > dialysis pump > dialyser > venous return > patient) · in the above flow path, vancomycin would mix with large extracorporeal blood volume, thereby diluted and delayed delivery of vancomycin compared to what the logs actually represent. Instead of a rapid bolus, the patient would receive gradual recirculation and lower peak plasma concentrations, thereby explaining the absence of red man syndrome despite rapid emptying of the bag. Plan: · await return of agilia vp mc device for biomedical team to complete testing · provide updated agilia vp mc technical manual / IFU to customer. Reporting as a conservative measure. Adverse effects were not reported. Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. On the reported date (october 23, 2025), the announced infusion was found: at 10:45:57, the infusion at 750m/h for 1 h with a vtbi (volume to be infused) to 750ml started. At 10:45:58, the infusion has been stopped by an upstream occlusion alarm. Then, the infusion at 750ml/h re-started by user at 10:46:09. At 10:52:2, the infusion has been stopped by an air alarm after a vi (volume infused) to 79.502ml. So the infusion lasted 8min20s. The reported device was not returned to brézins for investigation but was checked locally. Device history log was reviewed by brézins team. According to provided information, the drug (vancomycin) was physically prepared as a 750mg dose diluted in a 100ml bag. End user erroneously programmed the infusion as 750ml vtbi to be administered at a rate of 750ml/h (expecting the infusion to run over an hour). It would appear that the nurses had primed the line with the dilute solution ~25ml. This would explain why the ~75ml (infusion record states 79.5ml, which would account for the overage in the bag) was administered over 6 minutes. This infusion of 79.5ml was found during device log review. As per provided quality control certificate, no dysfunction of the device could be found. It was noted that the preventive maintenance had to be carried out. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue, the pump worked properly. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.